Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received history check failed alarms, an unexpected restart alarm and an external ram error alarm. The customer's blood glucose was 11 mmol/l at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart history check failed alarm occurred. The customer stated that the unexpected restart alarm occurred during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The device had an alarm in alarm history file. The device alarmed due to corrupted history files. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, corroded battery tube and minor scratches on display window noted.